Manufacturer narrative:
The investigation determined the issue was caused by air in the system water supply. The customer's laboratory water system had filters replaced. Air was likely aspirated into the analyzer due to the customer's water system maintenance. The actions performed by the engineer resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer found that the gear pump pressure was low and increased it. The pump head was replaced. Probe adjustments and cleaning maintenance were performed. An instrument check was performed and was acceptable. Quality controls were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested on a cobas e 801 analytical unit. Results for the following assays were affected: elecsys troponin t hs, elecsys probnp, and elecsys ft3 iii. The customer detected noise coming from the analyzer. No units of measure were provided. Units of "n/l" were provided for troponin t and probnp. The patient samples were repeated on a second analyzer. The first sample initially resulted in a troponin t value of 89.5 and it repeated as < 5. The second sample initially resulted in a troponin t value of 69.8 and it repeated as < 5. The third sample initially resulted in a probnp value of 342 and it repeated as 455. The fourth sample initially resulted in a troponin t value of 109 and it repeated as 65.7. The fifth sample initially resulted in a ft3 value of 29.6 and it repeated as 4.4. The patient sample results were amended.